Event description:
The reporter contacted philips healthcare concerning the decreased battery life of the heartstart xl+. There was no reported pt involved and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.